Manufacturer narrative:
Pending investigation. Concomitant medical devices: unknown which implant is left or right. 4366006 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t, 4389696 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t, 4366412 200-02-35 - three peg patella 35mm, 4350707 200-02-38 - three peg patella 38mm, 1764771 02-012-35-5013 - logic tibia ps mod insrt sz 5 13mm, 4184081 02-012-35-5013 - logic tibia ps mod insrt sz 5 13mm. Correction/removal number: z-0021-2022.

Event description:
As reported, the patient had an initial right tka on (B)(6) 2016. The patient complained of pain and was revised on (B)(6) 2022 due to a loose femur. The reported event was not related to the breakage of a device and did not lead to a surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other medical history/patient information provided.

Manufacturer narrative:
The revision reported was likely the result of an insufficient bond between the implant and the bone and/or patient related conditions, which led to aseptic (non-infected) loosening and pain. However, this cannot be confirmed as the devices were not available for evaluation.